Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 436 mg/dl. The ketone level was high and was considered to be dangerous. The infusion set was changed and insulin injections were administered to lower/stabilize the bg level and the ketone level was negative. The contact did not know the cause of the high bg. Tandem customer technical support (cts) followed up with the customer later in the day. The customer declined further assistance from cts and was "satisfied".